Event description:
Allegedly the patient was revised due to unknown mom complications. (Left).

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Changed the implant date from (B)(6) 2008 to (B)(6) 2008 and added the explant date.